Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported ridge protruding from the device was confirmed as the observed broken guide material was jagged. Difficulty inserting the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial report, additional information was received. The access site for the attempted pre-close suture placement was the left common femoral artery. The dilator size for the pre-close procedure was 9f. Reportedly, after the issue with the proglide device the procedure was completed using a right common femoral access site. Hemostasis was achieved at the left common femoral artery using a non- abbott device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unknown vessel was attempted with a proglide device, using the pre-close technique, relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device could not be advanced onto the 0.038 guidewire. There was a ridge on the proglide device that caught on the arterial wall. The proglide device was removed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.